Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the threshold suspend alarm was triggered. The customer stated that the sensor was reading 54, but blood glucose value was 150 mg/dl. The customer was advised about the proper insertion and calibration techniques. The sensor will not be returned for analysis.